Event description:
It was reported that the pacing impedance alert triggered for impedance of 2200 ohms. It was also reported that there was oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.